Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an air leak could not be conclusively determined.

Event description:
During the pfa/af procedure, it was noted that air leaked from the valve for two sheaths. Both occurred after patient contact. The sheath was replaced with a third device and the procedure was completed with no adverse consequences to the patient.